Event description:
Caller reported an alarm 2, and there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting and tightening tubing, delivering a bolus, and checking for visible cracks or damage on the cartridge. Despite these actions, the occlusion alarm recurred. The caller was assisted in filling and loading a new cartridge. It was decided that the customer would replace supplies as necessary and resume insulin therapy.